Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7076750. Medical device expiration date: 03/31/2019. Device manufacture date: 04/20/2017. Medical device lot #: 7083833. Medical device expiration date: 03/31/2019. Device manufacture date: 04/25/2017. Results: bd received a photo and sample from the customer facility for investigation. The customer photo and sample were evaluated and the customer¿s indicated failure mode of leakage with the incident lot was observed. Visual inspection was conducted on the customer sample and a cut/slice in the extension tubing was observed. A review of the manufacturing records was completed for the incident lot number and no issues were identified. Conclusion: based on the investigation, the root cause / potential root cause for the sliced tubing was determined to be that the extension tubing was damaged by the wind head as it was being placed within the package.

Event description:
It was reported that there was a hole in the ex-ube of 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set with 12 in. Tubing with no luer adapter and that unable to collect blood. No injury or medical intervention.